Event description:
It was reported that the patient presented in the emergency room with syncopal episodes. It was noted that the patient was seen earlier in clinic and the device went into backup vvi mode during a cybersecurity firmware upgrade. The right ventricular lead also exhibited loss of capture. The device was restored successfully. The device was explanted and replaced. The right ventricular lead was also capped and replaced on (B)(6) 2017. The patient was stable post procedure.